Event description:
The user facility reported their cart washer was alarming due to the pure water reservoir not filling.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the unit's hot water tank and identified that the rtd probe was not properly calibrated. The probe was re-calibrated and the technician tested the system and returned it to service. During prior service activity the steris service technician did not properly calibrate the probe subsequently causing the reported water leak. The steris service technician was trained on proper calibration methods for the rtd probe.

Event description:
No report of injury or procedural delays or cancellations.